Event description:
During a lead implantation procedure, the sspc delivery catheter was placed near the patient's septum. The physician turned the catheter so it was no longer near the septum, however in doing so the tip of the sspc delivery catheter came in contact with the septum. Angiography and left ventricular angiography was performed and demonstrated a septal perforation. No further intervention was performed to treat the septal perforation, and the patient was discharged without further intervention or adverse patient effects. The physician noted that this was an elderly patient on dialysis and had a thin interventricular septum.